Event description:
It was reported that post-paced t-wave oversensing was observed. Abbott technical support was contacted, and reprogramming is anticipated. The patient was stable.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.